Manufacturer narrative:
The hill-rom service technician found the lift strap had ripped apart. All maintenance of the lift has been performed by the account's technical service staff with no prior service training. No load tests have been performed on this device. Instruction guide 7en140105, rev. 6 for golvo 8008 states that periodic inspection shall be carried out at least once a year. Periodic inspection, repair and maintenance may be performed only in accordance with the liko service manual by personnel authorized by hill-rom and using original liko spare parts. According to preventative maintenance, golvo 8008 3en400404, rev. 6, the lift strap shall be replaced every 4 years or if wear and tear are detected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs regular preventative maintenance on their lifts. The hill-rom technician replaced the lift strap to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift strap broke. The lift was located at (B)(6) (the account) at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).